Manufacturer narrative:
Supplemental submitted to include new information received. Information on fields: - b5 - h6. Additional suspect medical device components involved in the events: 18779144 and 18779266 product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16497512. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16588443.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explanted procedure, due to (magnetic resonance imaging) MRI access. The device will not be returned as it was discharged by the medical facility. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced for an unknown reason. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Additional suspect medical device components involved in the events: 18779144 and 18779266 product family: scs-linear leads. Upn: m365sc2218500l model: sc-2218-50, serial: (B)(6), batch: 16497512; upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16588443.